Event description:
It was reported that a review of this device battery was needed due to the battery depleting rapidly after the last device check in (B)(6) 2020. It was noted that in early may 2020 the battery showed 59% remaining while in (B)(6) 2020 the battery showed 6% remaining. A review of the device data by technical services (ts) confirmed that the device should be explanted and returned. The device should have enough capacity to support therapy for sixty two days. No adverse patient effects were reported

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that a review of this device battery was needed due to the battery depleting rapidly after the last device check in may 2020. It was noted that in early may 2020 the battery showed 59% remaining while in november 2020 the battery showed 6% remaining. A review of the device data by technical services (ts) confirmed that the device should be explanted and returned. The device should have enough capacity to support therapy for sixty two days. Additional information noted that the device was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that a review of this device battery was needed due to the battery depleting rapidly after the last device check in (B)(6) 2020. It was noted that in early (B)(6) 2020 the battery showed 59% remaining while in (B)(6) 2020 the battery showed 6% remaining. A review of the device data by technical services (ts) confirmed that the device should be explanted and returned. The device should have enough capacity to support therapy for sixty two days. Additional information noted that the device was explanted and will be returned. No additional adverse patient effects were reported.